Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. The device reportedly became noisy above usual operational level, and the screen was blank. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. There was no allegation or not enough evidence at the time of this review to indicate a ventilator inoperative event occurred. The correct b5 statement should be: the manufacturer received information alleging a trilogy 100 ventilators screen went blank and the device became noisy above usual operational level. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. The device reportedly became noisy above usual operational level, and the screen was blank. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.